Manufacturer narrative:
One non-sterile 6fr avanti+ transradial sheath introducer, one non-sterile 6fr vessel dilator and a mini guidewire were returned for analysis in a plastic bag; the packaging was not returned. No visual anomalies were noted on the sheath introducer or the mini guidewire. The vessel dilator tip had flash attached to it. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The product damage reported by the customer was confirmed and is related to burnishing during the manufacturing process. (B)(4) was previously opened to address this type of failure in the csi family. It was not possible to confirm the packaging complaint or determine potential contributing factors without return of the actual packaging; however, the two complaints do not appear to be related in any way. No other actions will be taken at this time.

Event description:
There was a kink at the introducer. The packaging was not fine before opened. Upon further investigation, it was confirmed that there was a puncture whole in the sterile pouch. It is not known if this was in the same area as the kink in the catheter. The reporter does not know how the packaging may have become damaged.

Manufacturer narrative:
Additional information will be submitted within 30 days.